Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the mouthpiece at grip was detached. Based on historical data, possible causes include cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to mechanical shock problem, problems caused by the sudden violent blow or collision to the whole device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the videoscope exhibited the stopcock port was stripped. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.